Event description:
The facility representative reported an infusor pump with a condition of "pusher block assembly is broken". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a broken pusher block assembly was confirmed but not reproduced during product evaluation. Because of estimate refusal by the customer, a root cause was not identified and no repairs were made. If additional information is received, a follow-up will be submitted.